Manufacturer narrative:
Long-term efficacy of drug coated balloons compared with new generation drug-eluting stents for the treatment of de novo coronary artery lesions authors : dimitrios venetsanos, sofia sederholm lawesson, georgios panayi, tim todt, ulf berglund, eva swahn, joakim alfredsson, available : doi: 10.1002/ccd.27548. If information is provided in the future, a supplemental report will be issued.

Event description:
A study was carried out to compare drug coated balloons (dcb) with new generation drug-eluting stents (ndes) for the treatment of de novo coronary artery lesions. Medtronic resolute devices were among the devices used to treat lesions in vessels including the left main, lad, diagonal, circumflex, obtuse marginal branch, ramus/intermediate, rca and the pda/pl. Post-operative outcomes included the occurrence of target lesion restenosis (tlr), definite target lesion thrombosis (tlt) and patient mortality.